Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blurry screen, battery lasts less than expected and button non responsive. The buttons are hard to press. The customer declined troubleshooting. No harm requiring medical intervention was reported. The insulin pump will not be retuned for analysis.